Event description:
It was reported via repair work order that when the bed is plugged in the footend raises by itself due to faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.